Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
The healthcare facility reported that following an intraocular lens (iol) implantation in the right eye, the patient had pain and blurred vision. Two (2) days post procedure, the patient presented for emergency care at another healthcare facility with severe pain and symptoms of endophthalmitis. The patient was hospitalized and on the second day, a vitrectomy with silicone oil administration was performed. A microbiological culture identified enterococcus faecalis infection. Antibiotic therapy (including vancomycin) was initiated. Four (4) days post-secondary procedure, the patient was discharged from the hospital with preserved vision of 1/50, without pain and the iol remains implanted.

Manufacturer narrative:
Updated d4, d9, g3, g6, h2, h4, h6 and h11. The device is not available for evaluation as it was discarded. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.